Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting they were providing the tablet log files from ph ysician's office tablet regarding this incident. Physician's midlevel had difficulty with the tablet and communicator during the programming session which was stated reason for programming error due to having to restart tablet and session.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1.9242 mg/day, clonidine 2.4052mcg/day and bupivacaine 0.9621mg/day via an implantable pump. The indication for use was spinal pain indications. It was reported that the patient¿s pump was filled wednesday and the mid-level provider put in 10 times the dose that it should have been. The caller stated that they were at the hospital and the doctor wanted to disable the pump permanently. The agent provided the code to permanently stop pump. Per the physician¿s instructions the pump was shut off due to patient overdose.

Manufacturer narrative:
Continuation of d10: product ID: a810; lot#/serial# unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.